Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® dryseal flex introducer sheath (dsf). During the treatment, a 22 fr dsf was used in a right leg with a perclose. After all stent grafts were implanted, an access angiography revealed a dissection at around a branch of a right external iliac artery and an internal iliac artery. To treat it, a luminexx stent was implanted. After that, a cut down were to be implemented because failed to stop the bleeding even though additional perclose. A pulse was not palpable, so angiography was performed, and it was determined that the distal side of the stent was not contrasted and that the dissection extended to a femoral artery. To treat it, a luminexx was implanted. Surgical repair of the puncture site was performed, and a stenosis due to perclose failure was observed near the puncture site. To treat it, a luminexx stent was implanted. The surgical repair was completed. The patient tolerated the procedure. The physician stated that the dissection likely formed during advancing the 22 fr dsf. The loss of flow in the external iliac artery was likely due to the failure of the parclose in addition to the dissection. Reportedly, the access vessel diameter was 6.5 mm- 7.0 mm.